Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided. Therefore, the reported event could not be reproduced. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be related to a difficult anatomy as highly tortuous or calcified vessels may lead to increased friction and subsequent release force increase. In this case, the anatomy was reported to be calcified. The reported event also may be related to rough handling of the device during unpacking, preparation or use. Also a not performed balloon pre-dilation may be a contributing factor to the reported event. Based on the information available and as no sample was returned, a definite root cause for the reported event could not be determined. The IFU supplied with this product sufficiently describes the correct application of the device. Also the IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." And "pre-dilation of the lesion should be performed using standard techniques."

Manufacturer narrative:
The lot history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient details.

Event description:
It was reported that during stenting of a calcified sfa lesion, the vascular stent could not be deployed any further after being partially released. Also an unsuccessful attempt was made to deploy the stent manually. Then the entire device was retracted without difficulty and another stent was used to complete the procedure successfully. No patient injury was reported.